Event description:
It was reported that during a laparoscopic gastroplasty procedure, the device locked out during the first firing. It was not reported how the procedure was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
Eval summary: the analysis showed that the 6tb45 device was rec'd with the handles damaged and the firing mechanism damaged and with a reload loaded in the device. The reload was rec'd partially fired and with no damage to the reload lock out spring. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue then indicated causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during mfg to ensure the deivce meets the required specs; in addition, a sample of the batch is inspected at fgqa. A batch record review was performed and no anomalies were found during the mfg process.